Event description:
During power up of the bvs 5000 console, the message bars remained illuminated, the lcd display was blank and, when pumping was initiated,it was erratic. Within 30 minutes, the console went into "emergency system operation". A backup console was used with no further problems. The distributor's field service engineer will be examining the unit.